Event description:
Very painful procedure, got the coils implanted 2013 and have had pain in my lower abdomen and bloating, weight gain, feeling ill all the time, migraines every week, very heavy periods, itchy rashes on abdomen. (B)(4).